Manufacturer narrative:
Additional narrative: it was reported in the initial medwatch report that the date the device returned to manufacturer was oct 11, 2016. Please note that the correct date was nov 16, 2016. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). Reporter's name, complete address and phone number were not provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that the attachment device had damaged bearings. During service and evaluation, it was observed that the attachment device had damaged components; bearings. It was noted that the ball bearings had fallen apart, was missing balls, the cage was not available, the extension sleeve was damaged, and the bore "nose" was too big. It was also noted that the device failed pre-repair diagnostic tests for cutter insertion (ball bearing) and cone verification. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date returned to manufacturer was documented as oct 11, 2016 in the initial report. It has been documented as nov 16, 2016. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition of damaged bearings was confirmed. An assessment was performed which found that the bearings were worn out and loose which created a situation where the cutter was not able to be inserted. It was determined that this condition was due to the bearings that were no longer in axial alignment not allowing the cutter to pass through. The assignable root cause was determined to be component damage caused from normal use and servicing over time, the failure was caused by worn out bearings. If additional information should become available, a supplemental medwatch report will be submitted accordingly.